Event description:
An implant card received on (B)(4) 2013 indicated a lead implant on (B)(6) 2013 but no generator. A note included stated that the surgery was aborted. Attempts for additional information have been unsuccessful. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests and was sterilized prior to distribution.